Event description:
It was reported the patient was receiving a shocking or jolting sensation. The patient had loss of therapeutic effect with no stimulation sensation. The patient indicated no known accident or incident related to this complaint. About 2.5 weeks ago, the patient experienced all of a sudden shocking and then it went out. The patient saw her physician and was told that both leads were fractured and needed replacement. The manufacturer representative was able to program one a little bit, but that did not cover her pain. The patient was scheduled for a lead revision. The patient outcome was indeterminate at the time of this report. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information requested reported that all the leads and extensions were explanted on (B)(6) 2012. It was noted that all electrodes displayed impedance measurements of greater than 40,000. The manufacturing representative reported that the leads and extensions were disconnected from the battery and tested with the multi-lead trialing cable. This test revealed high impedances. The extensions were then disconnected from the leads and tested again using the multi-lead trialing cable. This test still reported high impedances. The old leads and extensions were replaced with new products that were attached to the existing internal neurostimulator (ins). No patient injury or symptoms were reported. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2012, product type lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2012, product type lead; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2012, product type extension; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2012, product type extension. (B)(4).

Manufacturer narrative:
Final analysis of both extensions found no anomaly. Final analysis of both leads found the lead body conductor wires were broken.

Manufacturer narrative:
Product ID 3778-45, serial# (B)(4), implanted: 2009-(B)(6), product type lead; product ID 3778-45, serial# (B)(4), implanted: 2009-(B)(6), product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3708120, serial# (B)(4), implanted: 2009-(B)(6), product type extension; product ID 3708120, serial# (B)(4), implanted: 2009-(B)(6). (B)(4).